Event description:
It was reported to philips that the device's display is black. There was no patient involvement. A therapy pca board was received at the failure analysis lab. An operational check was run. The test automatically failed the ¿charge¿ and ¿shock¿ button test, and failed the ¿therapy¿ test when the sync button was pressed. Verifying the isolated power supply voltages revealed that tp68 (-13vdc) was 0v. This was traced back to transformer t2, where it was observed that pin 10 was not making contact with the pad. After correcting this issue, the op check was re-run. When the test had completed, the message ¿operational check passed¿ was displayed confirming all tests applicable to the device configuration and options passed.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's display is black. There was no patient involvement.